Manufacturer narrative:
Sample will be evaluated as part of the investigation. Once complete the results will be sent to the FDA via a follow up MDR.

Event description:
Leaking. Removed and replaced PICC.